Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the unit was found to have worn bearings and internal corrosion. Corrosion and debris contamination within bearings can cause excessive friction and wearing, which may result in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. Contrary to the instructions for use, the unit is believed to have been submerged at the user facility. The device could not be repaired once evaluated and was discarded.

Event description:
It was reported that during testing conducted at the manufacturer, the device heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.